Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2002 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2000 and mesh was implanted along with concurrent sling urethropexy. It was reported that patient underwent cystoscopy, laser of a greater than 2.5 cm bladder stone, removal of foreign body, trocar and bilateral retrograde pyelogram on (B)(6) 2014 due to greater than 2.5 cm bladder calculus, foreign body with erosion of a mesh and a trocar into the posterior bladder. It was reported that patient underwent cystoscopy with removal of foreign object from bladder done in conjunction with complicated cystorrhaphy with removal of permanent suture from vaginal approach on (B)(6)2014 due to foreign body in bladder. (B)(4).